Event description:
Customer reported that pump battery was no longer charging, and warranty had expired earlier in october. There was no information provided regarding the impact on customer¿s blood glucose level. No further details were available, and there was no indication that the device would be returned.